Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm and also did not receive any unattended alarms. Customer had been changed, the batteries everyday for the last 3 days and has never received a low battery alarm. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin device will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents. No unexpected power loss or replace battery now alarm noted.